Manufacturer narrative:
Device component code relates to device problem code for the reported event of fiber tip detached. Mfg site name-coherent inc. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 1000 laser fiber was used during a cystolithotomy with laser lithotripsy procedure in the bladder performed on (B)(6) 2018. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient¿s bladder. The broken fragment was retrieved using a forcep. The procedure was completed with another flexiva 1000 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on june 20, 2018 that a flexiva 1000 laser fiber was used during a cystolithopaxy with laser lithotripsy procedure in the bladder performed on (B)(6) 2018. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient¿s bladder. The broken fragment was retrieved using a forcep. The procedure was completed with another flexiva 1000 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results. One flexiva 1000 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 0.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. There was no damage along the body of the fiber. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.